Event description:
Customer reported hospitalization due to low blood glucose. The insulin pump over-delivered twenty-four units of insulin. His wife called the paramedics. The blood glucose level was 27 mg/dl. The insulin pump alarmed motor error. Customer stated that he filled the infusion set with insulin during the night while connected. The paramedics treated the customer at the scene. Customer was not taken to hospital. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.